Manufacturer narrative:
Measure: this issue only impacts this specific device. Procedure ID (B)(6) was reviewed. It appears the titanium arm is not locked to the robocone. The suction ring is well centered. There is eye movement throughout the procedure. Eye movement could potentially lead to a capsular tear. No further follow up required.

Event description:
On 11/13/2023, while onsite for sda, dr. (B)(6) reported a posterior radial tear during procedure ID # (B)(6).